Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd connecta¿ stopcock was found leaking as "fluid was leaked on the center part of bd connecta. There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd connecta¿ stopcock was found leaking as "fluid was leaked on the center part of bd connecta.there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however samples have been leak tested showing no problems. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5979 was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.